Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Prior to the infection, the patient underwent skin revision surgeries under mac on (B)(6) 2023 and (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 19, 2024.